Manufacturer narrative:
(B)(4). Return of the stent delivery system may have aided in the investigation and determination of cause. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the lesion was calcified, which likely contributed to the reported difficulties. It was reported the promus stent was implanted to treat in-stent restenosis of another stent. It should be noted the promus instructions for use states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is unknown how the use of the promus stent to treat in-stent restenosis contributed to the reported difficulties. It is possible the calcified lesion contributed to the stent not being fully apposed to the vessel wall; however, this could not be confirmed and a conclusive cause could not be determined. There is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. This was considered as vessel remodeling. A 4.5 x 20 mm non-abbott dilatation catheter was then used to perform several high pressure inflations within the proximal segment. The same balloon was used to perform low to nominal inflations within the mid segments. Subsequent angiography demonstrated excellent flow and expansion within all treated segments. There was luminal haziness within the proximal study stent and stent recoil. The proximal rca was then treated with a 4.0 x 23 mm promus stent and post-dilatation within the proximal one-third of the stent, due to recoil and calcification. It was felt that high pressure balloon dilatation was required for full stent expansion. The event was considered to be resolved without residual effects and the patient was discharged on (B)(6) 2010. The additional promus stent is being filed under a separate medwatch MFR number. (B)(4): indication for use. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2010, during a procedure in the right coronary artery (rca), the target lesion was treated with a 3.0 x 38 mm non-abbott stent and a 3.0 x 24 mm non-abbott stent. The patient was discharged on (B)(6) 2010 on aspirin and prasugrel. On (B)(6) 2010, the patient was re-admitted with unstable angina and cardiac catheterization was recommended. Coronary angiography from (B)(6) 2010 revealed the right coronary artery had 80% in-stent restenosis within the proximal vessel and 99% in-stent restenosis in the distal vessel. On (B)(6) 2010, the distal and proximal in-stent restenosis in the rca was treated with balloon angioplasty using a 3.0 x 20 mm non-abbott dilatation catheter in the distal and proximal in-stent restenotic segments in the rca. Post-angioplasty intravascular ultrasound revealed diffuse atherosclerotic disease of the distal rca, excellent stent expansion and apposition, severe in-stent restenosis within distal stent, mild diffuse in-stent restenosis within mid vessel and severe in-stent restenosis within the proximal vessel. The distal stent was then post-dilated using a 3.5 x 15 mm non-abbott dilatation catheter. Subsequently, the region of most severe distal in-stent restenosis, as well as the distal trailing edge of the native vessel was treated with placement of a 3.5 x 28 mm promus stent. This resulted in plaque shift within the distal vessel and was treated with placement of a distally overlapping 3.0 x 12 mm promus stent. Post-dilatation was performed within the stent overlap segment as standard procedure. The study stent in the proximal rca was then treated with pre-dilatation as it was undersized relative to the true vessel diameter.